Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen had a delayed response to interaction. During troubleshooting with tandem technical support the pump was functioning as expected. Additionally, it was reported that the battery was observed to be depleting rapidly. Customer declined further troubleshooting. Customer's blood glucose was 144 mg/dl